Event description:
It was reported that x-ray revealed a patient's leads had migrated "up 1 - 1.5 bodies" following a car accident. Symptoms included less than 50% therapy relief at the lead location. Noted troubleshooting was impedance testing, x-rays, and reprogramming. The product issue was not resolved, and the patient's status at time of report was noted to be alive with no injury. The patient was going to meet with their physician to discuss lead revision, but it had since been postponed. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up information received reported that patient had a successfully procedure on (B)(6) 2014 where the implantable neurostimulator (ins) was retained and the leads were repositioned. It was also noted that the anchor components were cut off and new anchors implanted at the new lead position. At post-op, all impedances and indicators were good with coverage for the patient obtained. If additional information is received, a follow up report will be sent.